Manufacturer narrative:
(B)(4). The occurrence date is unknown. The actual device was not returned; however a companion sample was returned and evaluated. A visual inspection found no issues that could have caused or contributed to the reported issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was received and was missing the sponge. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 2 of 5.

Manufacturer narrative:
(B)(4). (B)(6). Should additional information become available, a supplemental report will be submitted.